Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint "instrument hard to move." This instrument¿s distal yaw pulley was not moving intuitively, i.e. It was not following the mtm input commands smoothly. The instrument was found to have one of the distal idler pulleys missing from the yaw pulley. The instrument was also found to have incurred thermal damage on the monopolar yaw pulley. The instrument's conductor wire and conductor wire cap were not damaged. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.030¿ by 0.130¿ in length and were not aligned with the tube axis. As of 4/6/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the permanent cautery spatula (pn: 470184-12, batch/lot-sequence: n10171116-0068) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on 3/6/2019 on system sk0435 with 4 lives remaining on the instrument. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument exhibited signs of thermal damage with no evidence or claim of user mishandling or misuse. Thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The alleged event occurred on the instrument's 6th usage, indicating that it had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument was found to be difficult to move. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument issue was observed during sterile processing prior to steam sterilization. There was no report of patient involvement.